Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6) USA. This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of the customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The device was returned to sorin group (B)(4) for evaluation. Evaluation of the returned device found that the issue was cause by damage to the touchscreen. The damage is consistent with rough handling. No further action is deemed necessary.